Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Proper use is provided in the spectrum iq operator's manual, page 2-3, "motor vehicle or aircraft use: do not use the spectrum iq infusion pump with dose iq safety software in a motor vehicle or aircraft. This device has not been tested or evaluated for use in motor vehicles or aircraft (e.g., ambulance or medflight helicopter). Use in a motor vehicle or aircraft can cause the device to operate improperly." Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was shutting off on a helicopter. It was stated they had to turn it back on 4-5 times during a recent flight. The process step was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.